Event description:
It was reported that the bd alaris secondary set experienced flow issues. The following information was provided by the initial reporter: we had an issue with our alaris tubing. The medication from the secondary tubing backed up into the primary tubing/bag. The tubing is set up appropriately with the secondary hanging highest and the primary lower.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced flow issues. The following information was provided by the initial reporter: we had an issue with our alaris tubing. The medication from the secondary tubing backed up into the primary tubing/bag. The tubing is set up appropriately with the secondary hanging highest and the primary lower.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the secondary tubing backed up into the primary tubing/bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11448964 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.